Event description:
This case was reported by a pharmacist and described the occurrence of oral problems in a (B)(6) female patient who received denture adhesive powder-double salt (corega ultra) powder for dentures. On an unknown date, the patient started denture adhesive powder-double salt (unknown), unknown dosing. At an unknown time after starting denture adhesive powder-double salt, the patient's son noticed that she had a strong insoluble membrane that covered the mouth and caused difficulty eating. At the time of reporting, the outcome of the events was unknown. Follow-up information received on 07 february 2012 which upgraded the case to serious: the patient died. The pharmacist (who was the patient's son) believed that his mother died due to respiratory failure caused by ingestion of the medication in small quantities. The manufacturer's report number for this case is 9681138-2012-00025. Corega ultra powder (distributed as super poligrip powder in the united states) is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).